Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012, the patient presented with pre-op diagnosis of : l1 burst type compression fracture. Spinal stenosis. Back pain. The patient underwent following operations : l1 decompressive laminectomy and foraminotomy. T11 to l3 posterior arthrodesis. T11 to l3 posterior segmental instrumentation. Intra-operative monitoring and somatosensory evoked potential. Per op notes, "... The screws at l3 were 5.5 x 50 mm screws. At l2, they were 5. 0 x 50 mm screws. At t12, they were 4.5 x 45 mm screws and at l11, they were 5.5x 50 mm screws . The l1 vertebral body was too collapsed to accommodate any screw. Once the screws were in place, rods were cut to accommodate the screws and the screw rod connectors were tightened and torqued off. A crosslink was placed at the level of l1 and l2 and its connections were tightened and torqued off. It was a 36 mm crosslink. Posterolateral arthrodesis was then performed. The lamina and also the transverse fossas, these were decorticated and a large bmp was used along with a 36 cm graft strip in order to perform arthrodesis laterally from t11 down to l3 ..." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.